Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery retainer assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off, the device was powered back on, and did this 4 times before swapping with another lp15 that was also on scene. This issue is patient related; however there was no adverse event reported.